Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose (bg) levels (44 mg/dl) in the mornings. Soda was consumed to address the bg level. The customer reported that the night to morning pump settings needed to be adjusted. The customer was to discuss the pump settings with a healthcare provider.